Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood/body fluid was observed on the outer tubing overlay. The helix was distorted/bent and the lead was damaged at implant. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit; the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the left ventricular lead had a high threshold at implant. The lead was removed and replaced. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.